Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device was assaulted severely and patient landed hard on the left side that resulted to dislocation of left shoulder in which pain radiates into the pocket. A pocket revision was done and this device remains in service. No additional adverse patient effects reported.